Manufacturer narrative:
Conclusion - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions of the pump were tested successfully. All programmed boluses and basal rates were successfully delivered by the pump. History list: the customer changed the hourly basal rate in profile one and two to zero. As result the pump delivered only the boluses programmed by the customer since the (B)(6)-2013. Additionally to this the daily totals decreased. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing elevated blood glucose level this morning. Patient stated after breakfast he checked his blood glucose level with a reading around 300 mg/dl. Patient's normal blood glucose is around 200 mg/dl. Patient reported he attempted to do a bolus, but his blood glucose level did not decrease. Patient stated he thought that the bolus had not been delivered. Patient reported he attempted to do a bolus outside of the insertion site but noted that the infusion device didn't deliver insulin. Patient stated he changed the infusion set and the insulin cartridge and again attempted to do bolus outside of the insertion site of 2.0 units of insulin; infusion device did not deliver insulin. Patient reported he used multi-injection therapy to return his blood glucose level in an acceptable range. Patient stated he attempted to do a bolus with the infusion device after lunch and the bolus was correctly delivered. Patient is currently off of the infusion device because he is in hypoglycemia. Patient reported he is now using the pen. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.